Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to operational context.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.25 x 8 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. The mandrel/stylet was removed and the protective sheath was flushed. Resistance was felt while attempting to remove the protective sheath and they could not remove it. The bdc was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.